Manufacturer narrative:
The complaint device was received and evaluated, both visually and functionally. Visually, the device was examined with the naked eye and under power; outside of some minor scuff marks on the insulating material and a small insignificant scratch on the metallic surface at the distal end of the device which can be attributed to having come into contact with something hard or sharp, like a cannula, no significant damage or anomalies can are noted, the device appears in the ready to use condition. The device was mated with a standard vapr test set up; the test generator recognized the electrode and the proper defaults came up on the display. Further when the footswitch pedals were activated there was evidence of power at the tip of the electrode. This procedure was repeated several times to insure continuity of function; no fault found. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution; also, there are no other similar complaints for this device in the complaints system, the reported issue is unto itself. We could find no evidence that this device was the source of the reported "glittery particles", the source for this lies not with the mitek device, but elsewhere. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair with the use of a vapr p50 electrode, the surgeon noted "glittery particles" in the joint space. The surgeon flushed the area, however, it is not known if all of the noted debris was removed from the body or not. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.